Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached cannula occurred. The product was evaluated. An external visual inspection was performed and failed due to other. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached cannula occurred. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.